Event description:
An attempt was made to deploy a 3.0mm diameter x 24mm length driver rapid exchange (rx) coronary stent into a pt; however, it was reported that when the physician attempted to deploy the stent, no stent could be seen on the balloon of relevant device. The pt is reported to be fine and no clinical sequelae were reported.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 207 mg/dl and 82 mg/dl. Customer had blurred vision and was feeling weak, and self-treated with a glass of orange juice. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.